Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported performa blood glucose result at 08:00 am of 233 mg/dl, retest result within 10 minutes was 123 mg/dl. Reported no adverse event. Reported a separate comparison on the same system of 247 mg/dl at 09:05 am and 142 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.